Manufacturer narrative:
It was reported that the device was "torn upon putting on" and occurred while "putting gloves on surgeon prior to the start of a sterile surgical procedure...no effect - did not reach patient/person - detected before use or does not touch patient during use". It was also reported that this occurred during a "laparoscopic case" and has happened "multiple times". There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that the device was "torn upon putting on" and occurred while "putting gloves on surgeon prior to the start of a sterile surgical procedure...no effect - did not reach patient/person - detected before use or does not touch patient during use". It was also reported that this occurred during a "laparoscopic case" and has happened "multiple times".